Event description:
Discordant, falsely low calcium (ca) results were obtained on two patient samples on a dimension vista 500 instrument. The initial discordant result for one patient ((B)(6)) was reported to the physician(s). The discordant result for the other patient ((B)(6)) was not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument with higher results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse aligned sample probe and ran mix tests on reagent probe 1 and sample probe 1. The cse replaced the sample 1 mixer and probe and reagent probe 1. The cse ran quality controls which were within the acceptable ranges. A precision test was performed on a patient sample, which passed. The cause of the falsely low calcium result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.